Event description:
Procedure type: hernia. According to the reporter: tacks would not deploy from the device. No patient injury reported.

Manufacturer narrative:
(B)(4). This reported lot number is subject to the recall initiated february 8, 2010.